Event description:
It was reported that during an anterior resection procedure, the device was being used on the bowel and it did not fire at all, despite full closure of the anvil and fully squeezing the firing handle. It was in the green zone. No crunch sound was heard and no tactile feedback was felt. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Proximal unk and distal contour. What colour was the reload used? Proximal unk and distal blue. On what tissue type was the device used? Bowel. Does the surgeon normally use a purse string technique? Unk. Did the surgeon use a purse string technique in this procedure? Unk. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Unk. When the device was fired, what was the location of the indicator within the gap setting scale? Green zone. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? Compressed until unable to fire any further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? Unk. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Unk. Was there any difficulty removing the device from tissue? Unk. What were the medical indications for surgery? Unk. What was found during surgery? Unk. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? Unk. If the patient was given an ileostomy, are there plans to reverse the ileostomy? Unk. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. What are the surgeon's pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? Unk. Was there a recent conversion to ees devices in this account /surgeon? No.

Manufacturer narrative:
(B)(4). Based on additional information received, MDR reportable changed from malfunction to serious injury due to extended hospital stay. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.